Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: turned off during case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: it is difficult to determine the root cause of the issue observed at the account since we are unable to duplicate the problem in-house. Possible root causes could be a loose connection or another equipment used along the camera head when the issue was observed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.